Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on (B)(6)2022. Fiducial markers were administered transperineally and the procedure was done under general anesthesia. After the procedure the patient began 20 fractions of intensity modulated radiation therapy (imrt). The patient received 5 fractions of external beam radiation therapy (ebrt) out of 28. On (B)(6)2022 during 4 fractions of imrt the patient experienced a few days of dysuria, and a painful clear jelly- like discharge from the rectum. On (B)(6)2022 the patient experienced subjective chills. Cone beam computed tomography (cbct) was performed, and showed the gel appearing to be in place. An endoscopy was performed and showed a 2mm small bead of clear material in the anterior midline rectal wall, with the inability to express any material out. The surrounding mucosa appears to be healthy. The patient has received 9 out of 28 fractions of ebrt and will wait about 4 weeks before resuming radiation therapy and 70gy dose.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown.(B)(4).the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.